Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of report the customer had not addressed the elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.